Manufacturer narrative:
(B)(4). B5: manufacturer's narrative - additional information d9: device availability- device evaluation h2: additional information/device evaluation - additional information h3: device evaluation - device evaluation h6: additional codes - additional information.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.